Event description:
It was reported that an unspecified number of novum iq syr pumps had a flow reversed issue. The reporter had experienced both lipids and fentanyl backing up into another line while infusing from novum syringe pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.